Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were excessive microbubbles in the tubing of an unspecified quantity of clearlink system vented continu-flo solution sets. It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.